Manufacturer narrative:
Further analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis revealed no anomalies. Conclusion: the error could not be repeated which triggers the displayed error.

Event description:
It was reported that while performing a stress test the patient "coded." The patient was in the cath lab when a temporary pacing lead was implanted and the external pulse generator was used. It was further reported that while pacing the patient the external pulse generator stopped pacing and displayed an error code. The generator was changed out and returned for service. It was further reported that the patient expired however it was disassociated from the device by the hospital.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that output connector wires were routed incorrectly and were also pinched, the display wires and battery wires were pinched, the encoder nut was loose and the main seal was twisted.